Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a da vinci total laparoscopic hysterectomy with bilateral salpingectomy, da vinci sacral colpopexy, laparoscopic anterior-posterior enterocele repair, laparoscopic ablation of endometriosis, transobturator tape mid-urethral sling, diagnostic cystoscopy procedures on (B)(6) 2016 for the treatment of uterine fibroids, pelvic pain, uterine prolapse, cystocele, rectocele, enterocele, stress urinary incontinence, urinary frequency, endometriosis. Reportedly, the patient tolerated the procedure well and went to the recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting physician is: (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: patient had sought for a legal recourse for injuries related to the device.